Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2016 with the following findings: the up button was intermittently unresponsive. Contamination was found on the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the ok button was under responsive due to contamination on the contact. This report is made based on results of investigation completed on (B)(6) 2016.